Event description:
The following information was provided: this pi is for the impending 2026 revision.as per pss (B)(4): remote left tha. Developed instability and poly wear. Had an acetabular revision 1 year ago. Recurrent instability necessitating a constrained tha. Requires a 28 mm head for this construct and wish to retain her original well-fixed femoral component. Acetabular liner will be revised to a constrained liner.

Manufacturer narrative:
Reported event: an event regarding instability/wear involving an unknown hip was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is impeding revision due to instability and wear. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.